Event description:
After 20 mins of having pad applied to her back, the pt was noted to have blisters. It is uncertain whether the blisters were there prior to application. The equipment checked out as functioning properly. The pad was on the pt with the plastic side touching the skin.